Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while z6ms was connected. Investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: customer service engineer found no trouble with the transducer, and did not replace the device.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00154) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; however, the savelog was captured for review. During the review, the customer support engineer (cse) was able to identify a "vnh power dissipated fault" and was also able to recover the reported probe error messages from the log. The most likely contributor to the reported phenomenon can be attributable to the reported fault.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00154) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during a transesophageal echocardiography (tee) procedure, the transducer prompted a usacquisitionhw 40_0 error messages. The procedure was reportedly aborted until another transducer was obtained to continue and complete the intended procedure. There was no loss of data but the ultrasound system prompted a reboot of the system. There was no patient injury reported. No additional information was provided.